Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 15.1-19.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.